Event description:
Robot does not recognize when the power cord is plugged in. Worked fine for a case last night, but when turning on today to do a case it would not charge the battery and was running solely off the battery when turned on. Think a fuse is blown in the robot.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of unexpected shutdown or failure to start for excelsius gps. A globus medical field service engineer visited the customer location and replaced the fuses after confirming the reported failure. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.